Event description:
Dealer called asking for seat upholstery and then asked if we had the rubber grommets where the screws for the upholstery because some of the screws for the seat upholstery broke off into the seat frame. No further information provided.